Event description:
Provider states the irc5po2 concentrator has no alarm.

Manufacturer narrative:
(B)(4). Invacare awareness date 02/27/2013. Complaint was not given to regulatory affairs for processing until 05/24/2013.